Manufacturer narrative:
The device is received for evaluation; however, it's not been completed. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a '102" 10 drop primary set w/2 clave®, remv 3 gang 4-way stopcocks, 3 microclave®, rotating luer, 2 ext that one tubing has black speck in the drip chamber, the other set had the speck in the drip chamber. At some point, the speck was no longer visible in the drip chamber or visible areas of tubing in the second set. The concern was migration of the particle into an area of tubing that was not visible. There were several portions of tubing that were not visible or were obscured, the event occurred while performing visual inspection, there was no patient involvement and no patient harm.